Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error during the rewind due to motor encoder signal out phase. The insulin pump was unable to perform displacement test or verify failed battery test alarms due to motor error alarms. The insulin pump was received with cracked case at display window corners, cracked battery tube threads and minor scratches on display window.

Event description:
It was reported that the customer received a failed battery test before a motor error alarm. The customer's blood glucose level was 189 mg/dl. The insulin pump was exposed to a magnetic field at the airport. She was advised to disconnect from the insulin pump and revert to a back up plan. The customer was unable to complete the rewind sequence. The product was returned. Nothing further to report.